Manufacturer narrative:
(B)(4). Additional patient and event information has been requested but not received.

Event description:
It was reported that the tracheostomy tube's cuff had an inflation issue. There was no reported patient harm or serious injury. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
(B)(4). The actual device associated with the complaint was not available for analysis, however a sample from the manufacturing stock was evaluated.

Manufacturer narrative:
(B)(4). The reported "cuff won't inflate" event could not be detected on the reserved lot samples inspected. The most probable root cause of this defect is contact with sharp utensil or object.